Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that during an arthroscopy of the right elbow, detachment of the electrode tip occurred. The recovery of the fragment was difficult. Further, there were no adverse consequences.

Event description:
It was reported that during an arthroscopy of the right elbow, detachment of the electrode tip occurred. The recovery of the fragment was difficult. Further, there were no adverse consequences.

Manufacturer narrative:
Correction: please disregard this manufacturer report: 0002936485-2013-00331. This reported event is a duplicate and has already been reported in manufacturer report: 0002936485-2013-00234.